Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID: 8590-9, lot# n328361, implanted: (B)(6) 2013, product type: accessory. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-oct-2014, (B)(4); product ID: 8590-9, serial/lot #: n328361, ubd: 29-mar-2014. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen, unknown concentration at unknown dose via intrathecal drug delivery pump for intractable spasticity and cerebral palsy. It was reported that patient got pump because of a back injury. Patient's catheter kinked. Pump battery was due (to be replaced) in (B)(6) 2019 (she thought it would be due in (B)(6) 2018) so patient went into healthcare professional (hcp) and that was when it was discovered that catheter was kinked. Dye test showed catheter was clogged because the manufacturer representative (rep) and the hcp couldn't get the dye in or hardly out so the patient was getting some medication in spurts so her legs were super tight and she couldn't bend them too much medication to where the patient couldn't stand up at all and had been in a wheelchair all week. The actions that were being taken was that the catheter was going to be replaced because she guessed maybe the anchor where the catheter was had moved 4 vertebra so it was really hurting the patient. Patient had trouble putting her arms up to do her hair/wash her hair. She wanted the patient to get the catheter replaced as soon as possible because the patient was wanting to go to the emergency room because she was in such pain everyday. The consumer had talked to the hcp about possibly turning pump off tomorrow and just putting patient on pill form baclofen until catheter was replaced because it wasn't working right now. The hcp may just leave "the needle, the old one" in when patient got a new catheter put in so patient didn't risk getting a cerebral leakage. The hcp that did the patient's implant kind of messed it up because he did a terrible time stitching patient up. Patient was not on a high dosage but only got pump filled to 10 ml of baclofen put into her 20 ml pump so the medication didn't last that long, didn't last the 6 months so it kind of got low and didn't work right. The consumer thought the patient's dose was at "117 mikes". Patient was at 130 and it was dropped down about a month ago to 10% and it was still very erratic. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp). It was reported that there was no kink in the catheter. On (B)(6) 2019, patient had pump and catheter replaced. Catheter kink/patient symptoms had been resolved. The devices were explanted and discarded by the hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had grown so much the "needle had moved up her vertebrae." This issue occurred right before they replaced the catheter and the patient had grown so much, it pulled the catheter and "left both needles in." There were no further complications reported at this time.